Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included condom from 2004 to 2009, back pain, abdominal pain lower, depression in (B)(6) 2007, anxiety in (B)(6) 2007 and gestational hypertension in 2008. Concurrent conditions included obesity, unspecified, cholelithiasis since (B)(6) 2015, cholecystitis since (B)(6) 2015 and umbilical hernia since (B)(6) 2011. Concomitant products included biselect (ziac), citalopram, desvenlafaxine succinate (pristiq) and venlafaxine hydrochloride (effexor xr). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("severe vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection"), vulvovaginal pruritus ("vaginal itching"), migraine ("migraines"), headache ("headache"), fatigue ("fatigue"), abdominal pain lower ("pain: lower abdominal") and back pain ("pain: lower back"). In (B)(6) 2016, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), depression ("depression") and anxiety ("anxiety"). The patient was treated with dyazide, sumatriptan (imitrex), methyldopa (aldomet), antidepressants and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, vaginal haemorrhage, anxiety, headache, anaemia and fatigue outcome was unknown, the dysmenorrhoea, menorrhagia, vaginal infection and vulvovaginal pruritus had resolved and the depression, migraine, abdominal pain lower and back pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 25-may-2018: reporter information was added. This case concerns 42 year old patient. Her demographic was added. Her historical and concurrent condition was added. Her concomitant medication was added. Following the event: abnormal bleeding (menorrhagia), vaginal infection, vaginal itching, depression, anxiety, migraines, headache, anemia, fatigue and pain: lower abdominal and pain: lower back were added. She had recovered from events: dysmenorrhea, menorrhagia, vaginal itch and recovering form back pain, lower abdominal pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("severe vaginal bleeding"). The patient was treated with surgery (plaintiff underwent a device removal procedure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.